Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap gastrectomy, the clamped tissue slipped forward with moving the knife forward when the device was fired on the gastric body from the lesser curvature side to the greater curvature side at the 3rd firing. The deployed staples from the middle to the distal end were formed in lumbricoid shape and some of them were loosely b-formed. The cartridge was blue. The target tissue was stiff. Another device was used to complete the case. There were no adverse consequences to the patient.